Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and cystitis interstitial ("interstitial cystitis"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the pelvic pain and abdominal distension had resolved and the cystitis interstitial outcome was unknown. The reporter considered abdominal distension, cystitis interstitial and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- interstitial cystitis, pelvic pain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new events pelvic pain, bloating and their outcomes added as recovered/resolved. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.